Event description:
A surgeon reports a crack or some type of foreign substance was identified on the intraocular lens after it was implanted. The patient was taken back to surgery the same day and the lens was removed and replaced without complication. Additional info has been requested.